Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 25 mm sjm epic valve was implanted on (B)(6) 2010. On (B)(6) 2016, the patient presented with fatigue, dyspnea and chest pain. Findings noted included stenosis, calcification and valve degeneration with an etiology suspected secondary to endocarditis. A valve-in-valve procedure was performed on (B)(6) 2016 where a 23 mm sjm portico valve was implanted. The patient was reported to be stable post-procedure.